Event description:
The facility reports a pump failed to deliver the medication. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding the set up of the infusion device . Information regarding whether or not the device was in use on a pt when the pump turned itself off was also not available and no additional contact information was provided.